Event description:
During removal of uterine manipulator-injector at end of procedure, surgeon realized it had broken in the vagina. Immediate exploration of vaginal revealed no lacerations or retained pieces. Both of the retrieved pieces were placed together to confirm there were no broken pieces missing.